Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusions. After the occlusions, the customer would change the infusion set tubing and resume insulin delivery. The customer's blood glucose (bg) level was approximately 400 mg/dl with ketones and an insulin injection was administered to address the bg level. The customer was hospitalized on (B)(6) 2016 due to the bg level and was treated with manual insulin injections. The customer's bg level was at target level at the time tandem technical support was contacted. Although requested, additional information regarding the hospitalization discharge was not provided.